Manufacturer narrative:
Additional information: further information was provided and reported patient's vision seemed slightly blurry. 1-day post-operative (op), patient was doing well. Uncorrected visual acuity (va): distance 20/20, near 20/60. At 1 week post-op, the patient was doing well. Uncorrected va: distance 20/20, near 20/40. At 1 month post-op, uncorrected va: distance 20/20, near 20/60. Refraction od: +0.50 -0.5 x 077 20/20. At 3 moths post-op ((B)(6) 2020), va dva + nva seems blurry following right eye cataract surgery. Halo effect was worse since surgery. Right eye feels uncomfortable and painful at times. Od 20/30, manifest refraction: -0.75 -1.00 x 180, bcva: 20/20. On (B)(6) 2020 there were no changes in va, halo effect, however, patient discomfort feels much better. On (B)(6) 2021, patient's vision seemed slightly blurry. No additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on: 4/15/2021. Section h3: device returned to manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in pieces, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: further information was provided that surgery was completed using a non-johnson & johnson replacement lens. The current patient status is unknown. Through follow-up the serial number and model number of the device was provided along with the gender and date of birth of the patient, implant and explant dates. Therefore, the following fields that were previously reported as unknown have now been updated accordingly. Section a3: sex/gender: female, section a2: age/date of birth: (B)(6) 1949, section d4: model number: zxr00, section d4: catalog number: zxr00u0225, section d4: serial number: (B)(6), section d4: expiration date: 6/23/2023, section d4: UDI number: (B)(4). Section d6a: if implanted; give date: (B)(6) 2020, section d6b: if explanted; give date: (B)(6) 2021, section h4: device manufacture date: 6/23/2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). PMA/510(k)#: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had glare/ halo with an intraocular lens (iol). Therefore, the lens was explanted from the patient's operative eye. No additional information was provided to johnson & johnson surgical vision.